Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
Doctor reports sinus perforation for tsvt4b16 implant in tooth site #7. Discomfort and swelling is reported. The implant was removed.

Event description:
Additional information has been received from doctor indicating that this is a non integration with sinus perforation of about 1 mm.

Manufacturer narrative:
This report is being submitted to relay additional information. It has been reported by the doctor that the event was a non integration event with sinus perforation less than 1 mm. This event no longer meets reportability requirements. No further medwatch reports will be submitted for this event. The following sections are being reported: b4: date of this report was updated. B5 describe event or problem was updated. G4: date received by manufacturer was updated. G7: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated.